Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the introducer sheath and the delivery wire were returned. The main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Functional inspection could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection was performed, and the main coil's zap tip outer diameter (od) and primary coil od passed the specification test. Based on the evidence, the reported allegation of unable to advance main in the catheter could not be confirmed. The customer used a non-boston scientific diagnostic catheter. Other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device.

Event description:
Reportable based on device analysis completed on 12dec2024. It was reported that the coil became stuck when pushed. A 15mm x 40cm interlock-35 coil was selected for embolization. During the procedure, the catheter was placed first, and then the 5f angiography catheter was used and reach the position. The interlock-18 and 35 coils were prepared in a sterile way and operated smoothly. When this device was used, it became stuck when pushed to the end. This coil could not be pushed out smoothly even if it was pulled back. The device was removed together with the microcatheter. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. However, returned device analysis revealed the arm coil was detached.